Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis was unable to verify the initial report, the programmer passed functional testing. It was noted that the keyboard was broken and the printer failed functional testing.

Event description:
It was reported the programmer intermittently crashes. Clinic nurses reported the crashing is an ongoing issue. The programmer was returned for repair. No patient involvement was reported.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.